Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out spontaneously during operation. The balloon was filled with water, but they were checked the balloon to see if it could be placed after the balloon was removed naturally. The location of leakage was unknown. The catheter did not have any contact with other objects.

Manufacturer narrative:
The reported event is confirmed as manufacturing related. Three photos were received. The first one shows an overview of the three-way catheter, the second photo zooms into the deflated balloon and tip, and the third photo shows the catheter cap. Received 1 all silicone foley catheter. Inflated the balloon with 10 ml of methylene blue solution (3 drops 1 percentage aq methylene blue per 100ml distilled water), and lumen to lumen was evidenced since the solution leaked through the drainage funnel. Sample received product does not meet specifications, which states ¿catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. The root cause identified for CAPA 8266921 is: it was difficult to assure the positioning of the catheter due to vision was difficult. DHR was not required as the CAPA 8266921 is applicable for this product lot number. The scope of CAPA 8266921 is applicable for this product lot number. Therefore, labeling review is not required. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the foley catheter came out spontaneously during operation. The balloon was filled with water, but they were checked the balloon to see if it could be placed after the balloon was removed naturally. The location of leakage was unknown. The catheter did not have any contact with other objects.